Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a peeled adhesive adheres to the inside of the light guide connector part, and there is a trace of peeling by rotating. This indicates that when the light guide connector is inserted and removed from the scope socket of otv-si2, the light guide connector may have been twisted. Therefore, it is likely that the tip of the light-guiding adapter was broken inside the scope socket, resulting in dislodgement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light source connector part of the scope fell off inside the device. The light guide tip was missing inside the output connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, when the scope was pulled out from their video system center, the scope light guide connector came off and remained in the video system center. The issue occurred when the scope was removed at the end of the procedure, and the procedure was completed with the same equipment. There were no reports of patient or user harm.